Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate maintenance. However, there was insufficient information to confirm this potential root cause. The device was evaluated upon receipt. The device could not be fill with water. The fill tube was not working correctly. Replaced fill tube. After replaced the fill tube, the functional test was performed correctly. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not capable to use the water from the tank. Per follow up information received via mail on 16 oct 2024, it was reported that the issue resolved onsite by replacing the fill tube. No patient involvement, no patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not capable to use the water from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate maintenance. However, there was insufficient information to confirm this potential root cause. The device was evaluated upon receipt. The device could not be fill with water. The fill tube was not working correctly. Replaced fill tube. After replaced the fill tube, the functional test was performed correctly. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per (B)(4) rev 1: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not capable to use the water from the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not capable to use the water from the tank.